Manufacturer narrative:
The codman electrosurgical irrigator (901001irro) was not returned for evaluation. Device history record (DHR) was reviewed and no anomalies related to the reported failure were identified. It was determined that a potential cause of the alleged fuse failure may be related to an overvoltage condition occurring from input, a power surge and/or weakness of the blown fuse. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the fuses of the codman electrosurgical irrigator (901001irro) were blown. No injury or surgical has been reported.